Manufacturer narrative:
Hill-rom technical support sent the account a diagram of the side rail so they could identify what parts they needed for repair. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the patient right intermediate rail was loose and wobbly and a patient's leg was caught between the side rail and mattress. The bed was located in the ICU. There was no patient injury reported. (B)(4).